Event description:
It was reported that the user experienced a low blood glucose event recorded at 45 mg/dl after a prior high blood glucose event had been noted. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained undetermined. No symptoms associated with low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. It was concluded that the event was user-experienced hypoglycemia with unclear cause and no confirmed device contribution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.